Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to faulty force sensor resistor however, passed basic occlusion and displacement tests. Unable to perform excessive no delivery and occlusion tests due to prime anomaly. The insulin pump was programmed with rates, no change or reset in basal noted. The insulin pump had minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a basal anomaly. Customer reported their basal rates would fluctuate and be permanently changed. The customer reported their blood glucose was 39 mg/dl when they noted the issue. The customer did not report any alarms occurring prior to the change in the basal rates. The customer agreed to return the insulin pump for analysis.